Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified that the device did power off twice during the reported event. Physio replaced the batteries and battery pins a precautionary service action. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that when attempting to monitor a patient, the device powered itself off within a few seconds of powering it on. This occurred 3 more times and it was decided to not use the device. There was no back-up device available for use. There were no adverse effects to the patient due to the reported issue.

Event description:
The customer contacted physio-control to report that when attempting to monitor a patient, the device powered itself off within a few seconds of powering it on. This occurred 3 more times and it was decided to not use the device. There was no back-up device available for use. There were no adverse effects to the patient due to the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).